Event description:
The hcp reported that subsequent to scs system implant; the patient had experienced improved coverage of her lower extremity and low back pain. At follow-up in 2007, physical examination had revealed a well-healed left para-midline incision in the area where the previous leads had been resected. A healing upper mid thoracic incision was noted without evidence of infection. Allodynia was noted over both incision sites; no redness, swelling or drainage had been detected. There were symptoms of persistent low grade temperature (fever), nausea and vomiting since revision with peri-incisional pain. The patient had been taking ibuprofen in excess of 3200 mg daily; the patient would discontinue ibuprofen and change to celebrex 200 mg daily. The patient had persistent neuropathic pain and was referred to her primary care physician for treatment. The implanted system was reprogrammed on the same day; complex programming had been performed using varying amplitude, frequency, pulse width, alternating electrodes and employed 16 contacts that resulted in good stimulation coverage of the patient's low back and le pain. Laboratory testing ordered on the same day; included cbc, crp, and sedimentation rate for possible infection. Infection was subsequently noted surgically on eight days later, the patient experienced pain ("new infection pain"), and the system was removed. It was unknown if the products would be returned for analysis. The patient has recovered without sequelae.